Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-03232. It was reported that during in clinic check, the right ventricular(rv) lead exhibited possible noise on stored high ventricular rate (hvr) electrocardiogram. X-ray revealed rv and left ventricular (lv) lead dislodgement. The patient was admitted due to syncope. Both leads were explanted and replaced. The patient was discharged.

Event description:
New information received notes that the patient felt dizziness but the son stated that she was always dizzy.